Event description:
Reference MDR #1219856-2010-00335 for the first event involving the same patient. It was reported that the risk specialist phoned stating that last night, the intra-aortic balloon (iab) was prepped per instruction and prior to insertion, the membrane prematurely unwrapped. As a result, a third iab was used successfully.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction; therefore, it is reportable. Evaluation: the iab assembly and super arrow-flex (saf) sheath were returned for evaluation. There was blood on the exterior of iab and in the side arm of the sheath. The visible bladder was tightly wrapped except for the area between 21cm and 24.4cm from the iab distal tip, where it was unwrapped and had a bunched up appearance. The central lumen was bent at 48cm and 52.5cm from the iab distal tip. The one-way valve was connected to the gas lumen of the iab. The fiberoptix sensor (fos) and cal key were connected to the iab. The one-way valve passed all tests. Iab was able to hold a vacuum. No leaks were detected in iab assembly. The iab could not be pushed through the sheath. With much resistance the sheath was able to be pulled onto the catheter. The bladder thickness was measured and was within specification. The catheter od was measured and was within specification. The complaint of "prior to insertion of the membrane prematurely unwrapped" is not confirmed. The iab and one-way valve passed all functional testing. The one-way valve and iab, when connected together, were able to maintain a vacuum. Maintaining vacuum prevents the iab from unwrapping when removed from the tray.